Event description:
I had a doctor inject juvederm in the folds by my nose in 2008. A few weeks later, I started experiencing breathing problems. By approx six weeks later, I was in intense pain and unable to breathe and had to be taken to the hospital by ambulance. After numerous tests at the hospital and in my doctor's office, it was determined I was suffering from pneumonia in both lungs. My doctor prescribed antibiotics and I slowly improved. I have never had respiratory problems and I certainly never had pneumonia before, nor was I exposed to it anywhere. I am positive that the attack was a result of the juvederm. Additionally, I have now developed a type of acne at the site of the injections. I don't believe that acne is common in people of my age. I hope someone will look into this and investigate whether others have experienced a similar reaction. Thanking you in advance. Dates of use: 1 day. Diagnosis or reason for use: cosmetic.